Manufacturer narrative:
D10: 02-012-44-4011 - logic tibia implant psc insert, sz 4, 11 mm; 2498532. 02-010-01-0240 - logic femoral ps cem left sz 4; 5044975. 201-78-81 - 3" trocar, mod. Hex 2pk; 5373781. 201-78-15 - holding pin mini sharp point 4 pk; 5396329. 200-02-35 - three peg patella 35 mm; 5407270. 02-012-45-4030 - lgc tibial fit tray cem sz 4f / 3t; 5534109. 201-78-81 - 3" trocar, mod. Hex 2pk; 5544608. 203-96-51 - stryker kms2212f.m62 90x13/22x1.19 mm; 816894. 203-96-52 - stryker kms2512.m62 90x25x1.19 mm; 983497. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial left total knee arthroplasty. Subsequently, the patient experienced leaking fluid and osteolysis. As a result, the patient is scheduled to undergo a left knee revision on a future date. No further patient impact reported. No further information available.